Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the insulin pump had cracks on the reservoir compartment. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer did not state any treatment for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.